Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced surgical revision, infection. After treatment, the patient experienced revision.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced infection, purulent fluid, significant dystrophic calcification, abscess, mesh erosion into viscera, open wound, soft tissue suggestive of inflammatory change, small bowel obstruction, gram positive cocci, focal density in soft tissues which contain surgical clips or mesh fragments, sinus tracts, drainage from lower aspect of midline abdominal incision, slow healing, chronic drainage, infected seroma, abdominal pain, drainage site had opened with brown thick cloudy fluid, chronic non healing wound, exposed mesh from a hole in the fascia, necrotic cavity, foul smell from midline wound discharge, tissue damage, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, defective device, failure of mesh, and diastasis recti. Post-operative patient treatment included revision surgery, debridement of abdominal wound, removal of mesh, wound vac, exploratory laparotomy, removal of foreign body, and abdomen reconstruction of skin defect with fascial flap, and antibiotics.

Manufacturer narrative:
H6 patient codes - c64343 (sinus tracts, diastasis recti) additional information: b2, b5, d8, e1 ( street 1, city, region, postal code), e3, g1 (MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after a hernia procedure where this device was implanted, the patient experienced foreign body, infection, purulent fluid, significant dystrophic calcification, abscess, mesh erosion into viscera, and open wound. Post-operative patient treatment included revision surgery, debridement of abdominal wound, removal of mesh, exploratory laparotomy, removal of foreign body, and abdomen reconstruction of skin defect with fascial flap.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: a4(weight in lbs.), b5, b7, d7, e1(facility name, street 1), e2, e3, e4(email), g4, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a5b, b5, b6, b7, d4(expiration), g4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced foreign body, infection, purulent fluid, significant dystrophic calcification, abscess, mesh erosion into viscera, open wound, soft tissue suggestive of inflammatory change, small bowel obstruction, gram positive cocci, focal density in soft tissues which contain surgical clips or mesh fragments, sinus tracts, purulent fluid, drainage from lower aspect of midline abdominal incision, slow healing, chronic drainage, infected seroma, abdominal pain, drainage site had opened with brown thick cloudy fluid, chronic non healing wound, exposed mesh from a hole in the fascia, necrotic cavity, foul smell from midline wound discharge, and diatasis recti. Post-operative patient treatment included revision surgery, debridement of abdominal wound, removal of mesh, exploratory laparotomy, removal of foreign body, and abdomen reconstruction of skin defect with fascial flap, and antibiotics.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a4, b5, b7, h4, h6 (ime, imf, device codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced infection, purulent fluid, significant dystrophic calcification, abscess, mesh erosion into viscera, open wound, soft tissue suggestive of inflammatory change, small bowel obstruction, gram positive cocci, focal density in soft tissues which contain surgical clips or mesh fragments, sinus tracts, drainage from lower aspect of midline abdominal incision, slow healing, chronic drainage, infected seroma, abdominal pain, drainage site had opened with brown thick cloudy fluid, chronic non healing wound, exposed mesh from a hole in the fascia, necrotic cavity, foul smell from midline wound discharge, tissue damage, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, defective device, failure of mesh, diastasis recti, fistula, recurrence, and adhesions. Post-operative patient treatment included revision surgery, debridement of abdominal wound, removal of mesh, wound vac, exploratory laparotomy, removal offoreign body, and abdomen reconstruction of skin defect with fascial flap, antibiotics, medication, CT scan.